Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the insulin pump had replace battery now alarm and did not receive low battery alarm. The customer stated that she had noticed that the batteries were only lasting a couple of days. Blood glucose value was 265mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.